Event description:
It was reported that on interrogation the right atrial (ra) lead showed oversensing of noise on atrial high rate episodes. The noise was reproducible during isometric exercises. The noise appeared to be myopotential although the lead was programmed bipolar. The sensitivity was adjusted with no further sensing issues. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).